Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "device failed downstream occlusion test low (6psi)" which was not reproduced. Evaluation found the device detected a downstream occlusion within the proper pressure and time range at each setting. During the evaluation, the downstream tubing guide setup was found to be out of specification. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test low (6 psi) during preventive maintenance testing. It was also reported there was no patient involvement.